Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b6, d2(b), d3, d6(a), d9, g1, h3, h6. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: rupture: observed opening assessed as unidentified tear. The shell thickness was within specification. No additional observations performed on the device. No further actions are required.

Event description:
Patient reported right side rupture. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture". This report is for the right side. Device was explanted.